Event description:
There was an allegation of questionable elecsys vitamin b12 immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial b12 result was 1061 pg/ml. The sample was repeated the next day and the repeat result was 299.5 pg/ml. No questionable results were reported outside of the laboratory. The repeat result was deemed correct. The reagent lot is 64375701 and the expiration date is 31-jul-2023.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Qc and calibration were last performed on (B)(6)2022 acceptably. The calibration trace showed signals on the slightly lower side. The alarm trace was provided from (B)(6)2022 and showed one "system reagent bottle change over" message. The investigation did not identify a product problem. The root cause of the event could not be determined.